Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient (pt) called stating she was currently on a lot of meds and needs to record the call. Pt needed help with equipment and stated she could not increase. Agent reviewed how to do so and pts ins was only at 30%. Agent reviewed to charge up the battery and to call back for further help. During call again stated neurostim currently adjusting therapy. Agent directed to call back once the ins was charged up. Pt called back and confirmed that the implant (ins) was already charged. Agent guided pt in opening the mystim rc app and pt successfully accessed the therapy screen. Pt attempted adjustments across groups a through g and turned off neurosense on some groups to allow stimulation adjustment. Pt confirmed understanding and chose to remain on group a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they are still not experiencing stimulation on the right side. Patient reported inability to increase intensity on group a (neurosense enabled) and can only decrease (current intensity: 1.5). When attempting to increase intensity, patient receives the message: "neurosense is currently adjusting the therapy, try again in a few seconds or consult manual." Agent guided patient to toggle neurosense off and on; however, the issue persisted. Patient confirmed that intensity can be increased on groups without neurosense. Agent advised patient to switch to a non-neurosense group for temporary relief. Agent advised the patient to follow up with their doctor and manufacturer representative (rep) for further evaluation and possible reprogramming